Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named in block is a getinge employee who has different contact details from that of the event site. Details: (B)(6). The getinge field service engineer (fse) replaced the upper panel assembly, label trainer, and label patient connector. The fse then performed pm functional and safety checks. The iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
During a preventative maintenance (pm) performed by a field service engineer (fse) on the cardiosave intra-aortic balloon pump (iabp) it was noticed an interference like a loose contact (spikes) on the electrocardiogram (ECG) trace and invasive blood pressure (ibp) trace. There was no patient involvement, and there was no adverse event reported.